Event description:
Customer (a biomedical engeneer; not the end user) reported discrepant blood lead test results obtained from two different leadcare ii analyzers for the same patient. Quality controls were reported within range; however, specific control values and reagent lot information were not provided. The customer reported that the analyzer serial number: (B)(6) produced a blood lead test result of 8.3 g/dl, while a second leadcare ii analyzer produced a result of approximately 5.5 - 5.8 g/dl. The serial number for the second analyzer has not been provided. Technical support (ts) inquired whether repeat testing was performed using a newly collected patient sample or by using original sample leftover in the treatment reagent vial. Ts also asked whether confirmatory venous blood testing had been conducted on the patient. Ts requested end-user contact information. The customer indicated they would visit the end-user site on (B)(6) 2026 and obtain additional details. On (B)(6) 2026, the customer reported that the testing site supervisor was unsure whether the second test result was obtained from a recollected sample or a rerun of the original in the treatment regent vial. The sample was reportedly retested due to the initial elevated result; the site indicated that routine reruns are not typically performed. Follow up attempts by ts: 03/18/2026: requested additional information via email. 03/23/2026: voicemail left. 03/30/2026: follow-up email requesting end-user contact information. On (B)(6) 2026, the customer reported they are attempting to have a clinic representative contact ts or provide a direct phone number for follow-up.